Manufacturer narrative:
(B)(4).

Event description:
Information received from a consumer patient with an implanted pump. Indication for use was noted as non-malignant pain, other non-malignant pain, other chronic/intract pain (trunk/limbs). It was reported the device removed on (B)(6) 2015 due to infection. There was no replacement done. There were no troubleshooting or interventions reported. In addition, the patient outcome and drug in the pump were unknown. Additional information has been requested, but was not available as of the date of this report.